Event description:
The customer states that the load cells on numerous gobeds fail often. No specific serial numbers were given nor a quality. The issue will be investigated and any beds they are repaired will be documented in separate MFR if they meet the requirements as cited in 21 cfr part 803. No info on pt involvement or adverse consequences was given.

Manufacturer narrative:
The purpose of the report to notify stryker that there are numerous beds with load cell issues. No specific bed was identified, no serial numbers given, nor a quantity of beds affected. The field tech will investigate the issue and any beds that are repaired will be documented in a separate MDR if required by 21 cfr part 803.